Manufacturer narrative:
Visual inspection of all the returned shim confirmed that both the ball bearings and springs of the detached ball bearings were missing and not returned. Slight evidence of deformation of the swage in the distal/proximal direction was present in all the shims. Dimensions found the part to be conforming to print specifications where measured. This issue has been investigated and a device history record review is not required. This device is used for treatment. Corrective and preventative action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots. The root cause is determined to be a previously addressed design issue.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the ball bearings were missing from the provisional shims during cleaning.